Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised to press the swap button on the oev-321uh monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor was showing only half of the image. The issue was fond during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by the technical assistance center (tac) team. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was a bad switch issue. The technical assistance center (tac) team was advised to press the swap button on the monitor. The issue was resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.